Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was concerned over their heart rate. Follow up with physicians office revealed some undersensing of the atrial lead but the lead remains in use. The lead was reprogrammed for the undersensing. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.